Event description:
Caller reported damage to pump housing and usb port, impacting ability to charge the pump. There was no reported impact to the customer's blood glucose level as they declined to provide any specific information. The customer planned to use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be sent. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days, confirming understanding of these instructions.